Event description:
Microline surgical endocut scissor tip was reported to be dull by doctor and reported to be making a clicking sound when operated by staff. When this was noticed a new scissor tip was given that worked fine.

Event description:
Microline surgical endocut scissor tip was reported to be dull by doctor and reported to be making a clicking sound when operated by staff. When this was noticed a new scissor tip was given that worked fine.